Event description:
It was reported that this patient had developed an infection and this product was explanted. This is considered a serious injury as surgical intervention was required. The field representative had recently inquired on if the same device pocket could be used for a new device. No additional adverse events were reported.